Manufacturer narrative:
Device evaluation: result - the customer returned (B)(4) sealed 8mm, 31g pen needles with the shelf carton from lot # 5133165. All returned pen needles were examined and no bent or broken np or IV end of the cannula was observed. All samples were also tested and all were able to expel properly without any observed defects. As per manufacturing, no qn's were raised for this defect on this lot. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of the complaints database was performed and there have been no trends identified on this lot number. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device expiration date: this device does not have an expiration date. Device evaluation: a sample is available for evaluation but has not been received by the manufacturer. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported by the patient's mother that her son prepared the suspect pen needle and brought it to her to do the injection in his buttocks. She did not do the flow check herself and she does not remember for sure if the needle was there. The mother stated the suspect device jammed at 15 units of the 25 unit dose. When she removed the device from his skin, the needle was not there. There was not any medication running down her son's skin, which she thought would happen if the needle broke off. She took her son to his primary care physician to have an x-ray but the needle was not detected. The mother states the device was not reused.